Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that after deployment of another company's stent, the voyager nc was used for post-dilatation; however, during the second inflation, the balloon ruptured at 18 atms. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the guide wire lumen, inflation lumen, balloon, and hub. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to locate the rupture. There was a longitudinal rupture, 1 mm in length, at the proximal end of the proximal marker. There was a longitudinal scratch at the distal end of the rupture. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance technician analysis of the returned product noted blood and contrast visible in the guide wire lumen, inflation lumen, balloon, and hub, which is consistent with a rupture while in the patient anatomy. The balloon was loosely folded. A new indeflator was used to pressurize the catheter when fluid leaked out of a longitudinal rupture 1 mm in length at the proximal end of the proximal marker, confirming the reported rupture. There was longitudinal scratch at the distal end of the rupture. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, or previously implanted stents, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the patient anatomy was moderately calcified and the voyager nc was used to post-dilate a stent, which likely contributed to the balloon rupture during the second inflation at rbp. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. This MDR is considered closed by the product performance group.